Event description:
It was reported that the insulin pump is alarming battery out limit. Customer stated that the battery has been replaced multiple times and it alarmed every time. The battery was not out of the insulin pump for more than a minute. Customer stated that she received a total of 5 battery out limit alarms. Customer stated that the insulin pump also had a blank display and it alarmed bad battery. Customer complained about having this being the third insulin pump replaced in less than a year. Blood glucose level is 12.7 mmol/l. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.